Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately control high. The customer service rep walked pt through two control solution tests using the reported lot number. Both results were higher than the acceptable range (8.0, 9.3/5.7-7.7). The pt described the test strips having a shorter confirmation window and a brighter black and white contact end. Two other tests were performed using new test strips and both tests fell within the acceptable range. The pt mentioned that they had gone to the hosp for a scheduled appointment and no alterations were made to their medication regimen. Based on the info, there is an indication that the reported lot of test strips malfunctioned and that the event meets the criteria for a medical device reportable. Pt's test strips and control solution were replaced.